Event description:
The customer reported that during routine testing, the endoscope tested positive for microbial contamination. All channels were sampled and over 80 colony forming units (cfu) of pseudomonas aeruginosa were identified. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the investigation is in process. The physical device evaluation has not yet been completed. The customer provided their cleaning, disinfection, and sterilization process stating the pre-cleaning detergent is anios excel d and the automated endoscope reprocessor (aer) used is a soluscope s4 reprocessor. Their storage practice is a non-olympus cabinet. After the device was returned to olympus, it was sent out for additional testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured. One (1) cfu of coagulase-negative staphylococci was identified. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where: light guide rod lens (1x) - chipped. Connecting tube - wrinkle 10mm from glue. Bennding section rubber gluing worn out. Switch section - key top 1 - unclear indication. Connector - cable - connection failed. Connector - plug unit --- connection failed. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.